Event description:
It was reported that the quick release handles broke during surgery. All the broken fragments were retrieved. No adverse health consequences were reported.

Event description:
It was reported that the quick release handles broke during surgery. All the broken fragments were retrieved. No adverse health consequences were reported.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. The device was inspected and sign of usage and impaction on the handle end were observed. It's confirmed that one of the handle tulips fractured. The fragment was not returned. Manufacturing history was reviewed and no issues were identified. Age of the instrument was found to be almost 3 years old. It was reported that the instrument has been used hundreds times. Conclusion: a most likely cause of the reported event was determined to be the overload and normal wear and tear. The stryker instrument IFU indicates that instruments that have experienced extensive use or extensive force are more susceptible to fracture.